Event description:
It was reported that the device was explanted after an implant duration of at least 5 months, due to unk reasons. No further details were provided. Information learned from implant pt registry.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. At 2009, there has been no response from surgeon after repeated attempts to contact for additional information and return of the product for evaluation.

Manufacturer narrative:
Device not returned.